Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during before use testing by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) demo unit  is failing the pim. There was no patient involvement.

Manufacturer narrative:
(B)(6) 2024 rc #(B)(4). Additional information received on 02may2024 stated that iabp is a demo instrument it was reported that the cardiosave intra-aortic balloon pump (iabp) unit was failing the pim. A getinge field service engineer (fse) confirmed and stated, fse has replaced the pim and safety disk, but it still fails. The doesn't prompt to "plug the iab port". It goes straight into the test and fails the pim. If he plug the port and run the pm test, it passes. Fse has checked for any leaks and done the compressor test. But couldn't find anything obvious. The fault code had 58 and 124 invalid shuttle pressure value at least one pressure value read was outside of the range allowed for the shuttle transducer. Sustained >40 ms would cause code #124 ¿sustained shuttle invalid pressure value¿. Fse has not resolved issue yet waiting for parts. Once parts received repair will be done. The complaint may be reopened in future if the response is received for replaced parts.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).